Manufacturer narrative:
As of 01/10/"2018" the initial complaint by the customer did not "indicated" that an MDR would be required. However, the consumer stated that medical attention was "sough" on (B)(6) 2018. Based on the information received, aso opted to file an MDR. Aso has reviewed records of biocompatibility tests and notified the manufacturer about the event.

Event description:
The initial report on 11/21/2018: consumer informed that she had an allergic reaction after removing the bandage. Consumer stated that she originally burned her hand and applied the bandage. The completed customer information request (cir) was received on 12/12/2018. Consumer informed that the symptoms did not correct after she stopped using the product. She required treatment with steroid creams and bacitracin in order to correct the symptoms.